Event description:
It was reported that the patient experienced coupling and communication issues. An antenna locator was used and resulted in a por condition, which lead to a normal recharge screen. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Recharger: model 37752, serial# (B)(4). Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2008. Explanted: na. Programmer: model 37743, serial# (B)(4). Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: na.